Event description:
On 7/9/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a retear occurred in a patient with a swivelock, which caused a fixation failure. As an additional treatment, revision surgery was performed. On (B)(6) 2024, an mlc repair procedure was performed to repair collateral ligament instability.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.